Event description:
Customer reported the accutorr v monitor displayed a software error message and no display output, which may have affected monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction included replacement of the cpu board. Unit was safety tested to factory specifications.